Manufacturer narrative:
Section a4: correction. Patient weight is unknown. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that the patient had an episode of severe headache, emesis, and increased lethargy on (B)(6) 2024. It was noted that the exact time of the episode was unclear. The submitted log file contained events from 22aug2024 through 30aug2024. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an episode of severe headache, emesis, and increased lethargy on (B)(6) 2024. There were no unusual events recorded in the log file event history. The patient was admitted to the hospital for further testing. A computed tomography (CT) scan was performed and revealed encephalomalacia with no acute intracranial abnormality. An electroencephalogram was negative for seizure activity. The carotid duplex was negative for any hemodynamically significant stenosis. Additionally, implantable cardioverter defibrillator interrogation on 30aug2024 showed no evidence of arrhythmias at the time of the episode. Significant stool burden was identified on the CT scan. On 04sep2024 and 06sep2024 a repeat kidney, ureter, and bladder x-ray was performed and showed no ileus. The plan of care included bowel regimen along with diuretic medication. The patient's blood pressure medication was also stopped secondary to confusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log file contained events from 22aug2024 through 30aug2024. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an episode of severe headache, emesis, increased lethargy on (B)(6) 2024. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
A4 - patient weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.